Event description:
A customer called customer service and reported, he did not receive his control solution. Customer service informed the customer that the product was on back order. The customer additionally reported, he experienced an injury because of this issue, but then disconnected the call and the troubleshooting survey could not be completed. Customer service made several attempts to contact the customer to complete the missing survey about the adverse event and when the customer could finally be reached he reported "he was doing well", but he could not reportedly complete the survey as "he did not have time". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a delivery issue and it does not involve a product malfunction. No further investigation is required. This is the final report. The device manufacture date is unknown.